Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a primary revision functional endoscopic sinus surgery (fess) procedure, the 0° trudi nav suction device (tdns000z / 2111120) were inaccurate and all other instruments were accurate. The devices were registered and the issue persisted. The 0° trudi nav suction device was replaced with another 0° trudi nav suction device (tdns000z / 2207120) and the issue persisted. It was reported that the procedure was finished without further troubleshooting as the physician felt it was safe to continue with the case knowing that the rest of the instruments were registering as accurate. There was no report of any patient injury associated with the reported inaccuracy issue with the two (2) 0° trudi nav suction devices. On 15-nov-2022, additional information was received. The information indicated that when the accuracy issue was observed, the icon on the trudi system was green for both of the 0° trudi nav suction devices. There were no error messages on the trudi navigation monitor. The devices were plugged in after registration. The patient tracker did not move; the patient tracker cable was not under tension in relation to this event. The information indicated that axial computed tomography (CT) image was used as the primary image. The CT scan contained 200 to 300 slices. The inaccuracy issue was determined by placing the suction devices on bony known landmarks. There was no ferromagnetic material placed within the trudi zone. The crosshairs did not turn yellow. The emitter pad and the patient did not move. There were no other device¿s shaft within the vicinity to an emitter¿s pad transmitter. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile trudi suction was received contained in a decontamination bag. Visual inspection was performed. No damage was observed. The electrical functionality was tested, and the device was confirmed to be within specifications for all the connectivity and isolation values. The device was then connected to us26724 magnetic calibration system (magcs). The device passed the calibration check. The reported issue in the complaint could not be confirmed since the device performed without issues and values on the magcs calibration check were found to be within specification. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of acclarent quality process all devices are manufactured, inspected, and released to approved specifications. A review of manufacturing documentation associated with this lot 2111120 presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. It should be noted that product failure could be caused by multiple factors. However, instructions for use states that before use, confirm the trudi¿ nav suction¿s location accuracy by checking the displayed position of the trudi¿ nav suction on several clearly identifiable anatomical structures. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3005172759-2022-00032 and 3005172759-2022-00033. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 28-nov-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The device lot number 2111120 included in the returned product. A review of manufacturing documentation associated with this lot 2111120 presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3005172759-2022-00032 and 3005172759-2022-00033. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The device lot number is not available. The trudi device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The device manufacture date is not known as the device lot number is not available / not reported. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3005172759-2022-00032 and 3005172759-2022-00033. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a primary revision functional endoscopic sinus surgery (fess) procedure, the 0° trudi nav suction device (tdns000z / lot#: unknown) were inaccurate and all other instruments were accurate. The devices were registered and the issue persisted. The 0° trudi nav suction device was replaced with another and the issue persisted. It was reported that the procedure was finished without further troubleshooting as the physician felt it was safe to continue with the case knowing that the rest of the instruments were registering as accurate. There was no report of any patient injury associated with the reported inaccuracy issue with the two (2) 0° trudi nav suction devices. On 15-nov-2022, additional information was received. The information indicated that when the accuracy issue was observed, the icon on the trudi system was green for both of the 0° trudi nav suction devices. There were no error messages on the trudi navigation monitor. The devices were plugged in after registration. The patient tracker did not move; the patient tracker cable was not under tension in relation to this event. The information indicated that axial computed tomography (CT) image was used as the primary image. The CT scan contained 200 to 300 slices. The inaccuracy issue was determined by placing the suction devices on bony known landmarks. There was no ferromagnetic material placed within the trudi zone. The crosshairs did not turn yellow. The emitter pad and the patient did not move. There were no other device¿s shaft within the vicinity to an emitter¿s pad transmitter. Based on the additional event information received on 15-nov-2022, with the loss of accuracy with the green icon, the event has been deemed reportable as a ¿malfunction.¿